Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 201, inratio: 1.0, lab: 5.8. Caller states that the issue has occurred with multiple pts and that tests on the healthy adults also yielded unexpected results. Caller could only provide one example. Caller does not know what strip lot was in use or any pt info.

Manufacturer narrative:
Investigation pending.